Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while attempting an infusion set and cartridge change, with the pump indicating an empty cartridge and insulin delivery not occurring due to the user inadvertently leaving the original empty cartridge and remaining connected during attempted tubing fill; the user utilizes a steel 6 mm infusion set with prefilled fiasp cartridges. Symptoms included shakiness and drowsiness consistent with hypoglycemia, with blood glucose values in the 50s to low 60s mg/dl that improved after oral carbohydrate intake. Outcomes included recovery without hospitalization and resumption of insulin therapy after completing a full supply change and proper priming. Investigation included troubleshooting and user education on disconnecting prior to fill tubing, replacing the empty cartridge with a new prefilled cartridge, securing a new connector and tubing, performing fill tubing, applying a new infusion set, and filling the cannula. Investigation of this case revealed user handling and process errors, including failure to disconnect for priming and failure to replace the empty cartridge before priming; no device malfunction was identified once supplies were correctly replaced and primed. It was concluded, based on previously established findings for similar reports, that the cause was user error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.